Event description:
An ophthalmologist reported that during a cataract extraction with intraocular lens (iol) implant procedure, at the time of wanting to insert the lens into the patient's eye, the injector coincided with the position of the lens, apparently the lens was positioned poorly in the injector, once the lens was placed and injected into the eye, the doctor realized that it came scratched from the optic, so he had to remove it by cutting it in half, and he placed another lens with the same diopter that was placed without any problem. Additional information was received.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Three photo were provided. The first photos shows the carton end cap with the serial number. The second photo shows the device held by an ungloved hand. The lower part of the barrel and the nozzle are visible (side view). The plunger is fully advanced outside of the device. The third photo shows lens on a black background. The lens appears cut from the edge into the center, typical of a removal. Viscoelastic is observed. The reported scratch cannot be visualized. No determination can be made from the photos. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. No determination could be made from the provided photos. The instructions for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested, but further no information was available.

Manufacturer narrative:
The device and the lens were returned loose in the opened carton. The lens was returned separate from the device wrapped in white gauze material. Viscoelastic was dried on the lens. The optic was cut from edge to center. The anterior and posterior surfaces of the optic were scratched and scraped. The optic also had an area of small cracked damage. The lens stop and plunger lock were removed from the device. The plunger was oriented correctly. Photos were also provided. The photo of device in picture showed the plunger fully advanced; upon return the plunger had been retracted. The photo of the lens matches the returned sample. All product and batch history records are quality reviewed prior to product release. The plunger was retracted to mid-nozzle upon return. A qualified viscoelastic was indicated. The reported damage was observed. The root cause may be related to a failure to follow the IFU (instructions for use). Information was provided by the customer that the lens was ¿positioned poorly in the injector¿ at the time of insertion. The IFU (instructions for use) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in damage. The file indicated that the doctor realized the lens came out scratched so he removed it by cutting. Another lens with same diopter was placed without any problem. The manufacturer internal reference number is: (B)(4).